Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The physician was attempting to pre-dilate a 90% stenosed de-novo lesion located in the severely tortuous and severely calcified mid right coronary artery (rca) with a 2.5x12mm quantum maverick balloon catheter. One dilation was performed to 12 atms without difficulties. On the second inflation, the balloon ruptured at 14 atms. The device was removed from the pt intact. When the device was examined outside the pt, a pinhole was found in the balloon material. The procedure was completed by using a 3.25 quantum maverick for pre-dilation and the implantation of a taxus liberte stent. There were no reported pt complications. The pt status is listed as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).